Event description:
It was reported that the pump battery could not be charged. The customer went to the emergency room on (B)(6) 2025 and was later admitted to the intensive care unit with a blood glucose level of 423 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support arranged to send a replacement charging cable and wall adapter which customer confirmed charged the pump battery.